Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Observed the sensor plug is properly seated. No evidence of burn marks, electric shock, or fire was observed. The sensor was then de-cased and visual inspection was performed on the pcba (printed circuit board assembly). Observed no evidence of liquid contamination, burn marks, electric shock, or fire. The sensor was sent for further investigation. A visual inspection was performed on the returned de-cased sensor and no abnormalities were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The returned battery was measured and was within specification. The sensor was reprogrammed using approved software. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. A visual inspection was performed on the returned sensor plug assembly, and no issues were observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported that his wife, "felt a twinge of pain and some shocks in the sensor site" while wearing her freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported that his wife, "felt a twinge of pain and some shocks in the sensor site" while wearing her freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.